Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant high ucfp result is sample integrity. The operator did not centrifuge the spinal fluid sample prior to running the test. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant high spinal fluid protein (ucfp) result was obtained on patient sample. The result was reported to the physician who questioned the result. Another sample (2nd tube from same draw) was tested and a lower result was obtained in agreement with physician expectations. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant high ucfp result.